Event description:
It was reported that the right atrial (ra) lead experienced high impedance measurements and a possible fracture is suspected. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial lead impedance rises from an approximate baseline of 450 ohms to greater than 3000 ohms the week ending (B)(6) 2013.